Manufacturer narrative:
Evaluation summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 383059 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that was a rise in thresholds to high levels, unstable thresholds, a gradual rise in pacing impedance, and short non-sustained ventricular tachycardia (nsvt) episodes indicating potential noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's mother further reported that the lead "wasn't working right" and that it was "faulty...doing only one of three things."